Manufacturer narrative:
Additional codes were added in h6 (component code, investigation findings, type of investigations and investigation conclusions). Ppae(stroke): the root cause of the injury was not determined due to insufficient clinical details.

Event description:
On (B)(6) 2025, a 70 year old male patient with a past medical history of prior myocardial infarction treated with stents and prior transcatheter aortic valve replacement presented to the emergency department with severe, sudden-onset chest pain. An electrocardiogram demonstrated a st-segment elevation myocardial infarction, and the patient was taken to the cardiac catheterization laboratory. Upon arrival, radial artery access was obtained. Left heart catheterization revealed a 100% occlusion of the proximal left anterior descending artery. Following the first balloon inflation, the patient became hypotensive, requiring norepinephrine with systolic blood pressure in the sixties. The physician elected to place an impella device via the right femoral artery. The patient continued to desaturate and required endotracheal intubation prior to leaving the cardiac catheterization laboratory. The patient was transferred to the intensive care unit. On (B)(6), the patient was cannulated for veno-arterial extracorporeal membrane oxygenation. The patient was receiving high-dose vasopressor support, and discussions included initiation of continuous renal replacement therapy. On (B)(6), the patient¿s urinary output was less than thirty milliliters and appeared wine-colored. There was concern for hemolysis, while the impella cp was positioned deep at 4.7 centimeters, and the patient was also receiving veno-arterial extracorporeal membrane oxygenation. The physician was aware of the depth of the impella device but elected not to reposition it. The patient was upgraded to an impella 5.5 device on (B)(6), 2025. After 6 days of therapy on the impella 5.5, the patient was diagnosed with a right posterior and parietal stroke. After twelve days of support, due to the severity of the underlying disease, the decision was made to withdraw care. Death was conservatively coded to the impella 5.5 while most likely to be caused by the underlying disease and unrelated to impella as the impella devices functioned as expected in this critically ill patient.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.